Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 failed, device was not detected on bus. User rebooted and recovered storage space, but issue still persist. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3 had failed a field service engineer (fse) had found that the row board cable connection was loose for drawer 3.1 in the auxiliary. The fse reseated the cable, and all functions returned to normal issue was resolved. The system functioned as intended after the field service engineer repaired the device.